Event description:
Three patient samples with discrepant results, when compared to results from repeats performed on another analyzer - different methodology. Initial calcium gave 7.4 mg/dl; repeat gave 8.5 mg/dl. The field service rep determined the cause to be an x motor position drift error, and reseated connectors. Performance tests were performed.

Event description:
Three patient samples with discrepant results, when compared to results from repeats performed on another analyzer - different methodology. Initial magnesium gave 1.1 mg/dl; repeated twice on same analyzer gave 2.1 mg/dl each time. Erroneous results were not reported. The field service rep determined the cause to be an x motor position drift error, and reseated connectors. Performance tests were performed.

Event description:
Three patient samples with discrepant results, when compared to results from repeats performed on another analyzer - different methodology. Initial calcium gave 6.6 mg/dl; repeat gave 7.3 mg/dl. The field service rep determined the cause to be an x motor position drift error, and reseated connectors. Performance tests were performed.